Manufacturer narrative:
Customer returned meter involved in incident and a 50-count strip bottle of strips of specified lot that contained 88 strips indicating that the strips were mixed by the customer which is user error as improper storage. Meter was evaluated with retain strips of specified lot and performed to specification. No failure detected.

Event description:
Received email: I am not sure of the accuracy of our glucometers. They appear to have readings that do not seem correct. Went to a diabetic call for (B)(6) west this morning. Family had obtained her glucose and stated it was 40 prior to our arrival. Patient was unresponsive. We obtained a glucose reading and it was 53. We administered half an amp of d50, and the patient's glucose level shot all the way up to 435 which I have never seen with the administration of just a half amp. Within two minutes of the glucose reading of 435, we obtained another reading and it showed 184. This patient remained unresponsive for quite some time and we ended up transporting her to the hospital. When we arrived at the hospital as soon as we pulled in, I obtained a last glucose reading to compare with the hospital and we received 121. When redmond obtained a glucose, they received 74. I'm not sure how we check this but (B)(6) and I have had this problem before with another patient to where we had obtained glucose levels that were in the high 60s and as soon as the hospital obtained it, they had in the 40s. I'm not sure if (B)(6) advised you'll of this one or not as it was his patient and this one was just after we had changed glucometers. I'm not sure how we check the accuracy of our glucometers, but I wanted to bring this to your attention. He is very close to pulling the supplies due to too many incidents. Verified customer cleans hands with alcohol before testing and uses fingertip as a testing site. Customer also allows hands to dry thoroughly, changes lancets for every test and doesn't have trouble getting a sample of blood. Verified the strips have been opened for less than one month. Meter and strips are stored together in the back of the ambulance truck under controlled temperature that range 70-75 degrees. I verified the paramedic transport time was less than 12 minutes to ER. Replaced meter, strips and sent rl.